Manufacturer narrative:
H3) the software logs were returned and analyzed. Software analysis determined that the event was not related to a software issue. The software was functioning as designed. Fdm 10, fdr 213, fdc 67 apply to this analysis. The power tray was also returned and analyzed. Analysis was unable to confirm the reported event. Both fuses in the power tray tested well. When installed into a test system, the system and pendant powered on, booted, and readied several times and functioned as expected. Switching between 2d and 3d could be performed without issue. No failures were found. Fdm 10, fdr 213, fdc 67 also apply to this analysis. The power conversion enclosure was also returned to medtronic, but analysis has not been completed at the time of filing. Fdm 4118, fdr 3233, fdc 11 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. When installed in a known good system, no failures were found. H6: 10, 213, and 67 are applicable to the power conversion enclosure analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and power tray for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not switch to 2d image acquisition functionality. It was reported that the pendant did not switch to a 2d display even though the imaging system and viewing station of the imaging system were booted up. It was reported that rebooting the system four times restored functionality. A later procedure was noted to have completed without replication of the reported issue. There was no patient present when this issue was identified. *omitted* log analysis finding firmware mismatch and charger board operation considered analysis and documented under system checkout. Including part replacement.